Event description:
It was reported that the patient received an alert due to high impedance. Exit block was found due to lead defect. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.